Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was over 500 mg/dl. A manual insulin injection was administered to address bg level. Additional information was not provided. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.